Event description:
Pt w/ebsteins anomaly had routine fluoroscopy 2/5; it was noted the superior tilting disk leaflet of the st. Jude's medcial mitral valve prosthesis was not moving and appeared frozen, while the more inferior tilting disk leaflet was moving. Pt was admitted for d/c of coumadin and maintenance on heparin drip, followed by removal of the prosthetic valve and replacement w/a porcine valve. Admitted 2/6 and procedure on 2/9: tertiary sternotomy for replacement of the tricuspid valve prosthesis; excision of freshly thrombosed st. Jude medical mitral valve prosthesis in the supravalvular tricuspid position; implantation of 33mm low-pressure carpentier-edwards porcine bio-prosthesis in the supravalvular tricuspid position. Performed under temporary cardiopulmonary bypass.